Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operation of device and initial reporter also sent report to FDA? Are unknown. No information has been provide to date.

Event description:
It was reported that the pump demonstrated low volume. No patient injury was reported.

Event description:
Additional information received by smiths medical/ICU on 13-jul-2022 via email and attached to complaint object: all issues were found during testing and repair. No patient involvement.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The "low volume" issue was not duplicated, during the investigation. By running two accuracy tests, the pump was found to be within manufacturing specifications. No problem found. (Updated h6) a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The model number was not documented in the initial report. (Updated d4) the device manufacturer date was not documented in the initial report. (Updated h4) additional event information was received. (Updated b5).